Event description:
It was reported that a patient underwent a robotic penectomy on (B)(6) 2023 and barbed suture was used for facial closure. Post-op, during follow up on (B)(6) 2023, the patient experienced oozing. The suture had failed but not the tissue. The suture was broken in several areas along the strand. The patient underwent re-operation to close the defect. The surgeon used standard (non-barbed suture) to make the fascial closure. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it is unclear what was the issue with the suture that had failed, could you please explain in details? The suture was broken in several areas along the strand pointing to a tensile strength issue. Please clarify when did the issue occurred (in the package/removal from package /during passage through tissue). The issue suture breakage was noticed at post op follow up a week after surgery was completed. Zero issues with the suture occurred during the procedure. It is mention "completed closure with standard version of suture"? If the issue occurred post op this mean that surgeon needs to re-suture? Please clarify after the follow up where wound dehiscence was seen, the surgeon re-operated on the patient to close the defect. The surgeon used standard (non stratafix) to make the fascial closure there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Where on the suture was the breakage noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.